Event description:
On (B)(6) 2013, the reporter contacted animas, alleging multiple loss of prime warnings ongoing for weeks. The reporter confirmed that there were no related alarms noted, the cartridge cap was secured appropriately, and there were no noted power issues. The reporter indicated having blood glucose levels as high as 300 mg/dl but remained asymptomatic; the reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.